Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a possible touch contamination. Peritonitis was manifested by cloudy effluent and the patient ¿feeling bad¿. The patient was not hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin 2 grams intraperitoneally as a loading dose and then vancomycin 1 gram intraperitoneally every five days (duration not reported) for the peritonitis event. At the time of this report, antibiotic treatment was ongoing. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.